Manufacturer narrative:
(B)(4). Additional information: several attempts have been made to contact the customer for the return of the device; however the device has not returned the device for evaluation. As a result, no evaluation can be performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02. This event had potential to interrupt delivery. It is unknown when this event occurred; however, this event occurred in the biomed service department during preventative maintenance. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.